Event description:
Healthcare professional later reported "rt device no complaints". Un-reporting.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device-made contact with patient.

Event description:
Healthcare professional reported "during surgery they noticed silicone". This record is for the right side. Device has been explanted.